Event description:
It was reported that following a cataract surgery, the surgeon was unable to implant the second stent from a trabecular microbypass stent system. During intraoperative examination, the surgeon was unable to visualize the stent and subsequently performed irrigation and aspiration (I/a), but could still not locate the stent. The surgeon suspected that the stent remained the patient's eye. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing with the surgeon to examine the anterior and posterior chamber once the inflammation and heme clear in attempt to visualize the stent. Methods to manage the stent based on its positioning were also discussed. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent and inflammation are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# (B)(4).

Event description:
Through additional follow-up, the surgeon conferred with glaukos medical monitor who reported that the surgeon located the stent in the cataract wound during week-one postoperative examination. The reported noted a discussion regarding stent removal, including methods, technique, and instrumentation. Reportedly, the patient has since had other retina issues (floaters and retina tears that required laser treatment) and corneal edema in both eyes (ou), which are being addressed. However, it is unknown if a trabecular microbypass stent is implanted in the fellow eye, nor the newly reported events are associated with a trabecular microbypass stent system. Several reasonable attempts have been made to obtain clarification regarding potential implication of a trabecular microbypass stent system in the fellow eye and the reported event, but no new information has been received.

Manufacturer narrative:
A review of the device labeling was completed. Edema and retinal tear are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent and inflammation are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# (B)(4).

Event description:
It was reported that following a cataract surgery, the surgeon was unable to implant the second stent from a trabecular microbypass stent system. During intraoperative examination, the surgeon was unable to visualize the stent and subsequently performed irrigation and aspiration (I/a), but could still not locate the stent. The surgeon suspected that the stent remained the patient's eye. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing with the surgeon to examine the anterior and posterior chamber once the inflammation and heme clear in attempt to visualize the stent. Methods to manage the stent based on its positioning were also discussed. Additional information has been requested.